Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to possible infection. Reportedly, the patient was quite thin, and the device was sticking out. There were no additional adverse patient effects reported. The lv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.